Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as fold flaw opening. ¿ anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases and delamination on plug strap disk shell were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "deflation", "capsular contracture baker grade I" and "implant removal from textured to smooth due to the concerns of the product". This record is for left side. Device was explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation", "capsular contracture baker grade I" and "implant removal from textured to smooth due to the concerns of the product". This record is for left side. Device was explanted and replaced.